Manufacturer narrative:
Philips service performed monitor calibration and light meter tests. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the exam room monitor image was flat compared to the control room monitor on an azurion 7 b12. The clinical use of the system was in use. There was no reported patient or user harm.